Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit made a clicking sound then the unit reset leading to a vent inop post timer 24v failure reference failure. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the power supply to address the reported issue. The device successfully passed performance specification testing. The power supply was returned to the manufacturer for failure investigation. Visual inspection found no evidence of damage or contamination. The power supply was installed in an fi test ventilator in an attempt to duplicate the reported problem. The power supply was attached to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of the capacitor 56 (c56) was monitored, which revealed the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 6.88v. Failure investigation determined the failure of c56 prevented the power supply from operating on ac power. .